Manufacturer narrative:
Evaluation summary: the analysis results found that the atw45 device a and b were received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The devices were noted to have the clamping mechanisms damaged, no functional test was performed due to the condition of the device. The devices were disassembled to verify the condition of the internal components and the yoke teeth were found damaged. The returned cartridges were loaded into a test device and tested for functionality, both fired, cut and formed all the staples as intended. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger, when the jaws are clamped on tissue thicker than indicated. A batch record review was performed and no anomalies were found during the manufacturing process. In addition, it should be noted that at least 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. Device b batch c5ex75, mfg date: 07/06, exp date: 06/11.

Event description:
It was reported that during a cystectomy procedure, both devices would not fire on subsequent reloads. Another device was used to complete the case with no patient consequence.